Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the patient board. There is no description about the cause of failure, thus olympus could not determine the cause of failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the internal buffer was full, and reformatting the internal buffer corrected the issue; and the video connector latch was worn out, causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic screening colonoscopy, the port on the evis exera iii video system center was not taking any devices. The issue was found before the patient was in the room and before the case started. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device had no images with the 180 series scopes due to a faulty patient board component. This report is to capture the reportable malfunction of the no image with 180 scopes noted at estimation.